Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received multiple shocks. It was originally thought that the patient had non-conversion of a ventricular arrhythmia. It was later believed that the patient had in fact had an atrial arrhythmia for which they received inappropriate shocks. Shock therapy was exhausted due to these inappropriate shocks. There were no adverse patient effects reported. The system remains in service.